Event description:
During a redo atrial fibrillation/cti ablation procedure, a pericardial effusion occurred. When conducting the cti ablation following completion of ablating the left side, the patient became hypotensive. The ablation catheter had fallen into the middle cardiac vein when not ablating. The catheter was removed and ice was used to diagnose an effusion. A pericardial tap was performed to stabilize the patient and the cti was abandoned. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.